Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this lead was explanted due to unknown reasons. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this lead was explanted due to unknown reasons. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.